Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, no thread tap used, immediate implantation, inadequate bone quality/quantity, infection, mobility ((B)(6) are same patient).